Event description:
In 2002, the end-user called medtronic minimed and stated that the luerlock is leaking, patient has had 4 reservoirs with leakage. In 02/2003, maersk medical received the complaint and 20 unused sets, 6 used sets.